Manufacturer narrative:
B3 date of event: date of event was approximated to 06/01/2024 as no event date was reported.

Event description:
It was reported that the speed exceeded the set operational speed. A rotapro console was selected for use. The speed was set to 190,000 rpm outside the body and when attempted use inside the body, speed raised to 260,000 rpm. No patient complications reported.

Event description:
It was reported that the speed exceeded the set operational speed. A rotapro console was selected for use. The speed was set to 190,000 rpm outside the body and when attempted use inside the body, speed raised to 260,000 rpm. No patient complications reported.

Manufacturer narrative:
B3 date of event: date of event was approximated to 06/01/2024 as no event date was reported. Device evaluated by manufacturer. The device was returned for analysis. Console passed the final functional test without failing at any step. Console passed the visual inspection showing no signs of physical damage and or markings.